Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The catheter passed all specifications. The root cause of the tamponed remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponed. Customer complaint cannot be confirmed. The root cause does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model# m-5491-02 serial# (B)(4)). (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade, which required pericardiocentesis. An intracardiac echocardiogram catheter (soundstar) was in the right ventricle (rv) and the ablation catheter (smarttouch) in the left ventricle (lv). Mapping and some ablation was done and the patient complained of chest pain. The patient was checked and no effusion was noted. Mapping and ablation was continued and again the patient complained of chest pain. Again the patient was checked and no effusion was noted. For a third time, more ablation was done and again the patient complained of chest pain. The third time checking the patient is when a pericardial effusion was noted. The procedure was stopped and a pericardiocentesis was performed. The patient was in stable condition at the time this complaint was reported. The physician stated they think the perforation was in the rv possibly with the soundstar catheter. Additional information was received on the event. No transseptal puncture was performed. Anticoagulation was provided to the patient and maintained at 250-300 seconds. The patient had no medical history that might have contributed to the event. Settings during the event include: irrigation flow setting 15ml/min and 30ml/min / no sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The patient did require hospitalization and stayed an additional night to recheck the effusion. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this was caused was from right side ultrasound not with or during ablation. However, since ablations had been performed we are conservatively reporting this event under both catheters involved.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).